Event description:
Related manufacturer reference number:1627487-2019-08443.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The exact date of explant is unknown at this time.

Event description:
Related manufacturer reference number: 1627487-2019-08443. It was reported by the abbott care team that the patient¿s scs system was not providing relief in the correct area. Troubleshooting was attempted but remained unsuccessful. As a result, surgical intervention took place wherein the patient¿s entire scs system was explanted. The exact date of explant is unknown at this time.